Event description:
It was reported that an ilet user contacted support after misinterpreting a pump message that stated "connect cgm or enter bg, dosing stops in 46 minutes," believing insulin in the cartridge would run out, and clarified the pump still contained insulin; the user had removed a steel infusion set during a supply change and had an expired cgm sensor, then placed a new g6 sensor with the prior transmitter, and was advised to perform fingerstick entries (79 mg/dl) during sensor warmup. No symptoms or reported adverse effects. Outcomes included continued therapy with user education and no medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed correct device function with dosing pause attributable to cgm sensor expiration and the need for manual bg entry during warmup. It was concluded that the event resulted from user misunderstanding of the dosing stop message related to cgm connectivity and sensor lifecycle, not from a device malfunction.